Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0ejky. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va0ejky, ubd: (B)(4) 2017, UDI#: (B)(4).

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the caller was in a battery replacement case and not getting response from the patient while testing stim. The caller indicated that the ins being replaced was depleted. They removed the old ins, tested the lead with the j-hook, and got response on all four electrodes. The lead was tested intra op with a j-hook test cable to determine if the lead should be replaced or just a simple battery replacement. Motor response was seen clearly on all4 electrodes and the decision was made to keep the lead and only replace the battery. After attaching the new 3048 battery impedances would not clear. The caller indicated that they connected a new ins and tested and all impedances were high. Multiple attempts were made to clear impedances including lead removal and reinsertion, wiping off proximal end, programming the battery with alternate parameters to initiate a motor response and nothing worked. The caller reported that they disconnected the ins and tested with the j-hook again and got good response at 2v. The connected a second ins to the lead and were getting high impedances. Technical services had the rep connect the ins and set up cycling on a program. The caller used program 2 and 3 at 4v with cycling 3 seconds on and off. With both programs the rep indicated that they were not seeing any response. Technical services had the caller retest impedances and all values were showing 4000 ohms. The caller indicated that they were confident the lead was fully seated in the header of the ins. The caller was going to review information with the doctor and they expected to replace the lead. Greater than 4000 on every connection. Multiple troubleshooting attempts were made and j-hook tested again with strong motor response. The assumption was made it was the battery with an issue and a second 3058 battery was opened. The same impedance issue happened again. Call to tech services and additional troubleshooting attempts yielded no result. The decision was made to explant and replace the lead. All impedances then cleared. The issue was resolved at the time of this report.

Manufacturer narrative:
Continuation of d10: product ID 3889-28, lot#/serial (B)(6), implanted: (B)(6) 2014, explanted: (B)(6) 2021, product type: lead h3: analysis of the ins s/n (B)(6), revealed the setscrew on the ins was backed out beyond the point of being able to engage with the connector block. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 3889-28; lot#: va0ejky; implanted: on (B)(6) 2014; explanted: on (B)(6) 2021; product type: lead; h3: correction: added: analysis of the lead (lot#: va0ejky) revealed the lead was in two pieces. The lead body/conductor was broken (overstressed/damaged), but it was determined not to be a significant anomaly and/or was due to explant damage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.